Event description:
It was reported that at follow up, the device could not be interrogated. Previously patient received an alert in (B)(6) 2012. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for evaluation and an internal battery was found that caused the premature battery depletion.